Event description:
The customer reported via phone call that they had a blank display on the insulin pump. Customer reported having battery issues with the insulin pump prior to the blank display occurring. The customer stated they were unable to bolus due to the display issue on the insulin pump. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to severe moisture damage on the lcd board. Unable to perform the displacement, operating current or off no power tests due to the blank display. Unable to verify the battery anomalies due to the blank display. Moisture damage was noted on the mother board, interface board and remote frequency board. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.